Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on 11/27/2016, that on (B)(6) 2016, the patient had a low event which lead to hospitalization. Patient reported that they had been running low all day and chose to ignore their alerts. Patient passed out as she sat down to dinner and her husband called the emergency medical technicians (emts). Patient awoke while at the restaurant and her blood glucose was below 20mg/dl. Patient was given glucose by the emts and her husband and was taken to the hospital. Patient did not know what her glucose numbers were once at the hospital but was released the following day, on (B)(6) 2016. There was no alleged device malfunction. No additional event or patient information is available.